Event description:
On (B)(6) 2013 the lay user/ reporter contacted lifescan (lfs) on behalf of the patient (her father) was unable to test because his onetouch ultramini meter was powering off during use. This complaint was classified using the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred on (B)(6) 2013 at 7 pm. The reporter stated the patient uses self adjusting insulin to manage his diabetes. It is unclear if the patient made any changes to his usual diabetes management routine on the day of the alleged issue. The reporter stated sometime later the patient developed symptoms of ¿sweating.¿ the reporter stated on (B)(6) 2013 at 7 and 7:10 pm the patient had something to eat or drink as treatment. At the time of troubleshooting, the cca was able to determine there was no misuse of the product and this was not the first time the meter had been used. The patient was educated regarding the meter¿s auto shut off function but the alleged issue remained unresolved. The subject meter¿s battery was found to be charged. Replacement products were sent to the patient. This complaint is being reported because the reporter claims, due to the alleged issue the patient was unable to test on the subject meter and developed symptoms suggestive of hypoglycemia and required self treatment to prevent additional injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.